Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. It was reported by a pump partner that the patient experienced a persistent connection problem between their cgm sensor and omnipod pump for over a time period of more than 2 weeks. The pump display device displayed ¿sensor not found¿. During this time the patient was forced to manually insert the blood glucose values from the cgm sensor, which lead to ¿dosing uncertainty¿. During the time of the connectivity issues of the pump the patient experienced a hypoglycemic event, was feeling tired, confused, and lost consciousness. The patient was brought to the hospital by ambulance and when a fingerstick was taken the blood glucose reading were below 2.0 mmol/l. It was unknown what the cgm device was displaying at that time. The patient was brought to the hospital and was treated with glucose tablets, fluid intake, and intravenous glucose. No further medication was reported and it was unknown how much time the patient would have been in the hospital. At the time of the report the patient´s current condition was unknown. A review of performance data found that the patient had been receiving consistent estimated glucose values for most of the day on (B)(6) 2026. No pairing failure was observed on or around this date. Two instances of signal loss over five minutes were observed: one from 11:46 am to 12:16 pm, and another from 6:01 pm to 6:41 pm. The patient's last egv prior to the first instance of signal loss read 5.5 mmol/l, but backfilled data shows that his readings started to drop once the signal loss started, breaching the low alert threshold of 4.5 mmol/l at 12:01 pm. A signal loss alert was acknowledged at 12:04 pm. By the time the signal returned at 12:21 pm, the patient's egvs had reached 3.4 mmol/l, and the app delivered an urgent low soon alert at half volume. The app delivered two additional urgent low soon alerts at half volume at 12:26 pm and 12:36 pm, with egvs of 3.4 mmol/l and 3.1 mmol/l respectively. At 12:41 pm, the patient's egvs breached the urgent low alert threshold of 3.1 mmol/l and the app delivered an urgent low alert at half volume with an egv of 2.8 mmol/l. This alert was acknowledged a minute later. The patient's egvs began to rise thereafter, crossing back into target range at 1:11 pm with an egv of 5.7 mmol/l. Backfilled data during the second period of signal loss shows that the patient had been in target range during this time. In addition to these findings, data investigation found that the patient experienced almost no prolonged connection issues (presumed to mean signal loss or brief sensor issue) during the two weeks prior to the date the incident was reported to insulet. The vast majority of the instances of these issues lasted around only ten minutes, and even then, they occurred sparingly. These findings do not align with the "persistent connection problem" the patient reported experiencing during this two-week period. It is unclear whether the first instance of signal loss observed on (B)(6) 2026 reflects the issue and associated hypoglycemic event described by the patient. Although the patient's egvs dropped during this period of signal loss, they did not reach critical levels until after the signal returned, and though the urgent low alert threshold was breached shortly afterwards, this happened only once at 12:41 pm. Moreover, glucose alerts were delivered and acknowledged during this time. The egvs and user interaction observed during this time do not reflect the activity that would be expected for the serious deterioration of health reported by the patient. As the failure mode and its relation to the hypoglycemic event could not be clarified with the patient, the complaint is considered undetermined, and the probable cause of the reported event could not be determined. No additional patient or event information is available.